Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/09/2021.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the transfer set. It was further reported "while the patient was disconnecting the transfer set from the patient line of the cassette, the dark blue piece became loose". This occurred during use of peritoneal dialysis therapy. The transfer set was used for approximately six (6) months. There was no report of patient injury or medical intervention associated with this event. No additional information is available.